Manufacturer narrative:
A visual examination of the returned device noted that the device was fully deployed. The clip assembly was not returned. There was no visual issues noted to the device. Although rates of occurrence are low, recurrent bleeding is a known physiological effect of the procedure and noted within the dfu and/or device labelling. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-04098 pertains to the first resolution clip device and manufacturer report 3005099803-2014-04099 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the duodenal bulb during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The same issue occurred with the second resolution clip device; however, this time the handle also broke. The clips had to be pulled off from the tissue to be removed from the patient. An "angio" procedure (embolization of the blood vessel) was performed to stop the bleed and a probe was used to complete the procedure. There were no patient complications reported following the "angio" procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-04098 pertains to the first resolution clip device and manufacturer report 3005099803-2014-04099 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the duodenal bulb during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The same issue occurred with the second resolution clip device; however, this time the handle also broke. The clips had to be pulled off from the tissue to be removed from the patient. An "angio" procedure (embolization of the blood vessel) was performed to stop the bleed and a probe was used to complete the procedure. There were no patient complications reported following the "angio" procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.